Manufacturer narrative:
MDR (B)(4) / initial 3 of 3 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient had high blood glucose due to adhesive patch and cannula housing detached from spring prior to insertion and treated with correction bolus via pump on (B)(6) 2026.